Event description:
It was reported that the patient was experiencing difficulty holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The explanted device was not returned. No device malfunction was suspected.